Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air/water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the evaluation found: due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive around light guide lens and the adhesive around objective lens was peeled. The light guide lens had a crack, and the scope connector had a dent. The universal cord had a wrinkle. The protector of universal cord on scope connector side, the plastic distal end cover, switch 3, the control unit, the image guide protector, the universal, the connecting tube, all had a scratch. The adhesive on bending section cover had a white-clouded area, the adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the nozzle tip had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, there is a possibility that the foreign material could not be removed despite correct reprocessing. Based on the results of the investigation the component analysis of the foreign material detected a component of cellulose. It may be derived from cloth or paper since magnified observation of cellulose found it fibrous. In addition, clogging of cellulose in the nozzle may lead to the malfunction. The event can be prevented by following the instructions for use which state: "it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ and section 3.8¿ inspection of the endoscopic system¿ describe how to detect the subject events." Olympus will continue to monitor field performance for this device.